Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient¿s daughter that the patient¿s heart rate was 35 beats per minute. Follow up to confirm the device function was initiated and found that the patient had not been seen. The device remains in use. No patient complications have been reported as a result of this event.